Manufacturer narrative:
Per the customer, no products will be returned to bd for investigation and no patient information will be provided.

Event description:
It was reported that the device has channel error. When the device was opened, it was found to have a broken air in line sensor. Replaced sensor and unit passed preventative maintenance. There was no patient harm. Per customer, no further information will be provided, including patient demographics and no products will be returned.

Event description:
It was reported that the device has channel error. When the device was opened, it was found to have a broken air in line sensor. Replaced sensor and unit passed preventative maintenance. There was no patient harm. Per customer, no further information will be provided, including patient demographics and no products will be returned.

Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of (B)(6) 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that the device has channel error was not determined because no product or device logs were returned. The reported issue that the device has channel error could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes.